Event description:
It was reported that during cleaning and sterilization, the customer noted that the frayed cables on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4). The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable at distal idler location. There was no damage found on pulley or clevis. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.